Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the esheath was inserted at a steep angle without difficulty. Resistance was then encountered when advancing the delivery system into the esheath, and the system became stuck at the white portion of the sheath. The valve became dislodged and remained within the sheath hub. A kink was also noted at the white segment of the sheath. A new commander delivery system and a new valve were prepared, and a 16f esheath+ introducer was inserted without issue. However, resistance was again encountered when attempting to advance the commander delivery system through the 16f esheath+. The procedure was completed. Following completion, a vascular dissection was identified at the puncture site, requiring placement of a covered stent. The patient remained in stable condition. As per medical opinion, the perceived root cause of the vascular injury was the resistance advancing the crimped valve through the 14f and 16f esheath+ due to a calcification and tortuosity.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, device code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging review findings: provided imagery shows the strain relief kink just after the hub. Sheath shaft is observed curved. Additionally, the valve is observed stuck and dislodged from the commander delivery system at the sheath hub. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaints were confirmed based on the provided device imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported ''the perceived root cause of the vascular injury was the resistance advancing the crimped valve through the 14f and 16f esheath+ due to a calcification and tortuosity.'' Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. These anatomical conditions increase resistance and promote non-coaxial advancement, requiring additional maneuvering that can compromise sheath shaft integrity and lead to kinking. Additionally, it was reported that ''the esheath was inserted at a steep angle without issues.'' Although no issues were reported with the insertion, it is still possible that a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.